Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort with the original implantable pulse generator (ipg) pocket placement. The patient underwent a revision procedure wherein the ipg was reposition. The patient was doing well postoperatively.